Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient reported that she was hospitalized due to this issue; however, she did not provide further event details. Multiple attempts were made to gather additional information and contact was unsuccessful. Data was provided for investigation. The allegation was not confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. This report is 2 of 3 for the same patient with similar event details. The events occurred 3 separate times. Related records: (B)(4).